Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded four new cartridges to resolve the issue, but the alarm kept occurring, and the customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 256 mg/dl.